Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suspect power rocker switch was replaced to resolve the reported issue. No injury resulted from this event. No report of patient involvement. Date of event: incident date not provided. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. This unit was manufactured in 2002. The exact date of manufacture in 2002 is unknown.

Event description:
The hospital reported that while staff started cleaning the device, the on/off rocker switch was turned to the on position so the canopy can be raised for cleaning. At this moment, a member of the staff felt a "tingle", or a slight shock from the on/off rocker switch. Thinking it might just be static electricity, the member of staff continued to clean the machine and, at the end of the cleaning process, she turned the on/off rocker switch to off. At this moment, the member of staff again felt a "tingle" or a slight shock from the on/off rocker switch. The member of staff mentioned that she is pregnant and a fetal scan was arranged onsite, resulting in normal scan results. The staff member confirmed that she felt perfectly ok afterwards.